Event description:
On (B)(6) 2025, the user reported hyperglycemia with the highest blood glucose of 400 mg/dl after being off the ilet for an extended period. The event was corrected with an insulin injection, and the user was advised not to reconnect for at least three hours. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.